Event description:
Patient was on nebulizer treatment. The ventilator read severe occlusion at which time the safety valve opened. The ventilator was powered off and back on and indicated failure of the flow sensor and flow calibration. Equipment was replaced.====================== manufacturer response for ventilator, 840======================representative from covidien came out to repair ventilator.